Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used for hemostasis of a bleeding vessel.according to the complainant, it was not possible to expose the needle. It was not possible to introduce liquid, because the device was obstructed. Another interject injection therapy needle device was used to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual evaluation was performed and found that the outer sheath was kinked just distal of the outer hub. The outer sheath was also kinked approximately 96cm from the distal end of the outer hub. The inner sheath/hub was removed from the outer sheath/hub and found that the inner sheath is severely kinked near the inner hub. Prior to removing the inner sheath from the outer a functional evaluation was performed and found that the needle was not able to be extended. The most probable root cause classification is operational context. Even though the inner sheath was severely kinked, air and water was able to be compressed through the lumen, indicating that the needle was not occluded. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used for hemostasis of a bleeding vessel. According to the complainant, it was not possible to expose the needle. It was not possible to introduce liquid, because the device was obstructed. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.